Manufacturer narrative:
Visual evaluation of the returned device has identified a fracture along the lateral side of the tab which separated the device into two pieces. This lot was manufactured on apr 22, 2014. As the reported event occurred on (B)(6) 2016, the device had been in the field for approximately one year and eleven months. This device is used for treatment. A notification was sent to the field on (B)(6) 2014 to provide additional clarification relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional cracked during surgery.